Event description:
A surgeon reported that a pt described seeing a dark shadow folllowing implantation of the intraocular lens (iol). This iol is the second implant the pt has had in this eye. A dark shadow was also observed with the first iol. Add'l info has been requested.